Event description:
A falsely elevated troponin I result of 1.19 ng/ml was obtained. The result was reported to the physician. The sample was retested on the same instrument and a result of 0.00 ng/ml was obtained. The sample was also retested on alternate methodology and a result of 0.08 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was inadequate wash in vessel due to an occluded wash aspiration probe.